Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided 3mensio imagery revealed tortuosity and calcification was present at the patient's access vessel. In this case, the complaints of inability to introduce sheath and distal tip split were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (tortuosity, calcification) likely contributed to the inability to introduce sheath event. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Additionally, tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. In addition, patient factors (calcification) and procedural factors (device manipulation) likely contributed to the sheath distal tip split event, as the provided imagery showed that calcification was present in the patient's access vessels, as well as it was reported that difficulties were encountered inserting the esheath+. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip, sheath shaft and/or introducer damage and/or shaft kinks if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transcatheter valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the 14fr esheath+ was unable to be inserted into the patient. In response, the esheath+ was withdrawn and the vessel was dilated, which resulted in a hematoma. A longer period of compression was applied. Upon its removal, the esheath+ was noted to have a split distal tip. It was determined that a contralateral access was not suitable and interdisciplinary discussion resulted in the decision to abort the case. A transapical (ta) access would be discussed with the patient afterwards. Approximately 1 week later, the procedure was performed by ta approach.